Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needles were detached from the swage. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: two labeled winding former and two needles product code eh7235h were returned for analysis with the packaging opened. The product code is double armed. As per the visual inspection of the needle, the swage area and hole of the needle were noted with marks that appear to be by surgical instrument and the hole, and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide procedure name and date not known. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? Intra-op. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail: no. How was procedure successfully completed? Procedure was successfully completed additional information was requested: additional information requested via pcf: two needles were received for investigation. Please confirm how many needles were involved during this 1 procedure. If a quality issue occurred during another procedure please provide the following information, and please create a product complaint file to capture this information: name and date of the procedure: describe the quality issue experienced: when did this issue occur (pre-op, intra-op, post-op)?: how was the procedure completed? Were there any patient consequences? Related to: 2210968-2022-00679.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/1/2022 additional information: h6 additional information was requested, the following was obtained: *two needles were received for investigation. Please confirm how many needles were involved during this 1 procedure. Answer: not known. H3 investigational narrative: two labeled winding former and two needles product code eh7235h were returned to ethicon inc for analysis with the packaging opened. The product code is double armed. As per the visual inspection of the needle, the swage area and hole of the needle were noted with marks that appear to be by surgical instrument and the hole, and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.